Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 3 lesion nt1100¿ pain management rf generator was received for evaluation. The generator was powered on and the generator successfully booted to the menu application. Functional testing of the generator was successful. Target temperatures were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the generator functioned as intended.

Event description:
During an radio frequency ablation procedure, the generator was intermittently turning off. When attempting treatment of the lesion, the screen when black. The procedure was aborted. The site is pending a replacement to resolve the issue.